Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump started to alarm and beep. Customer also report unresponsive buttons. Troubleshooting was performed. Blood glucose level was 414 mg/dl at the time of the incident . Insulin pump is expected to return.

Manufacturer narrative:
A supplemental report was initiated due to inappropriate reportability evaluation decision. The case was reported as a malfunction in error. The customer had a high blood glucose level of 414 mg/dl, which is a reportable serious injury. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or audio/beep/vibrate anomaly noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.